Event description:
It was reported that during a rotatiional atherectomy procedure, the rotawire extra support wire fractured. The 90% stenotic, mid lad lesion was treated with a 1.25 mm bur and this guidewire. The physician planned to exchange the 1.25 mm burr for a 1.75 mm burr, but the wire was discovered to be fractured. The rotawire was removed and replaced with another to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good."